Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. A slight rise in the rv threshold measurements was also noted. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated this patient was seen back in the hospital where an x-ray was taken of their system. No abnormalities were observed with the x-ray. The alert for rv impedances was turned off and the system remains in service. No adverse patient effects were reported.